Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of instrument data, ccc aligned the photometer and server 1 probes. Ccc instructed the customer to run quality controls (qc), which resulted within range. The customer stated patient results were as expected following troubleshooting and qc. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that 30 discordant patient samples, flagged with abnormal assay errors, were obtained on a dimension vista 1500 instrument. The operator does not know if the discordant results were reported to the physician(s). The customer stated that 3 samples tested for glucose were repeated on an alternate instrument, resulting similarly to the initial results. The customer did not repeat the remaining patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant results.